Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7108306.

Event description:
It was reported that the patient was experiencing severe pain in the arch of the right foot during intra-operative testing. The patient was administered versed and propofol during lead insertion, however, the severe pain continued post-operatively and throughout post-op programming. A computed tomography (CT) scan was performed and the result was unremarkable. The physician believed that the pain was due to the prone positioning during the procedure. The physician prescribed dilaudid to reduce the arch pain and the patient underwent a lead pull procedure. The patient was doing well postoperatively. The explanted trial leads were discarded.